Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the ablation to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that the physician was unable to aspirate the sheath through the flush port before the insertion of farawave catheter into the sheath. The sheath was removed from patient body and the procedure was completed using different faradrive sheath. No patient complications occurred. The product is expected to return for analysis.